Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the date of event and was found to be within specification. The service engineer also checked the cut depth in polymethylmethacrylate (pmma), the measurement are correct as per service installment report (sir). The received sample (pmma) was inspected. All measured depths of the test cuts in the pmma are in the expected ranges. No deviations can be identified. Average of deviation in these cases are within range, also surgeon considers the femtosecond laser at his surgery is safe and effective when used appropriately. System is within specifications and works as intended. No issue has been identified. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported thinner than expected lasik flaps, on multiple patients. Reporter indicated this was noted prior to a recent software update, at which time some service adjustments were made which seemed to improve the issue. After the software update, reporter noted flaps were measured and were again consistently measured as being thin.